Manufacturer narrative:
UDI is unknown. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Customer problem was duplicated. Pump's pressure switch test was performed.the pump's pressure switch was found to be activated high out of the pump's manufacturing specifications. Error history log review found a high pressure alarm.the root cause of the reported issue was found to be the pump's pressure switch was found to be activated high out of the pump's manufacturing specifications. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
It was reported that the pump had a high pressure alarm. No patient injury was reported.